Event description:
The customer reported a discrepancy with samples tested on the ortho provue analyzer and manual gel testing. The customer indicated that when samples were tested for the dat test a 1+ reaction was noted with all 7 samples. However, when the same samples were tested on the provue, negative reactions were noted for all 7 samples. Patient testing was not taking place at the time of the incident. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. The testing performed was part of a beta trial/experimental testing on the instrument. Service was not obtained. The incidents were documented for tracking and trending purposes only. Testing was not intended for patient testing and/or patient release testing. Erroneous test results were not reported. (B) (4).